Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Hospital discarded the device.

Event description:
The patient was undergoing a coil embolization procedure in the left common iliac artery using ruby coils. During the procedure, while advancing a ruby coil, the pusher wire became bent and the ruby coil unintentionally detached inside the microcatheter. The microcatheter was removed and the physician decided the aneurysm was completely embolized. There was not report of an adverse effect on the patient.